Event description:
Found on latitude remote high frequency noise on stored atr egm and erratic ra lead impedances beginning about a year ago. Patient was brought into office approximately 4 months ago to rule out ra lead integrity issue vs. Spring contact in header issue. Unable to reproduce noise or erratic ra impedances with provocative maneuvers. Not clear if bsc tech support was contacted but bsc rep was contacted and felt issue was related to spring contact issue with bsc generator and mdt ra 5076 lead. Ra impedances range 600-1400 ohms. Resp. Trends were programmed off per bsc recommendation. Manufacturer response for ICD d153, boston scientific d153 dynagen (per site reporter). Reprogram device with resp trends off and continue to monitor for ra lead noise. May continue to have erratic/out of range ra impedances.